Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Review of x-rays identified bilateral total hip arthroplasties with screw fixation of both acetabular shells. Punctate hyperdensities were confirmed within the supra-acetabular region on the right hip. A single screw was present within the right supra-acetabular region, suggestive of a prior acetabular revision procedure. Subsequently, sclerosis and cortical irregularities observed with the left supra-acetabular region could suggest prior surgery as well. Additionally, the medial-most screw of the right acetabular shell protruded into the pelvic cavity. Lucency was seen along the right lesser trochanter, potentially evidence of early osteolysis. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The patient underwent tha surgery of both sides and we have acetabular cup details but do not know which was used respectively on the right and left side. We are reporting both item and lot numbers. Additional device information: catalog number : 00875704602, lot number : 63616933, expiration date : mar 31, 2027, unique identifier (UDI) # : (B)(4), device manufacture date : mar 15, 2017. Or catalog number : 00875704802, lot number : 63902204, expiration date : feb 29, 2028, unique identifier (UDI) # : (B)(4), device manufacture date : feb 19, 2018. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after confirming postoperative x-rays, the surgeon found substances like metal powder were seen around continuum cup on the right side. Attempts have been made and additional information on the reported event is unavailable.